Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that four attune shims were broken/damaged.

Manufacturer narrative:
Product : (B)(4). Investigation summary: examination of the returned device confirms the reported event of trial damage. Gouging/damage to the anterior portion of the trial was noted. The root cause is attributed to user technique and/or misuse. The damage suggests the trial was pred or otherwise inappropriately removed during trialing. Based on the root cause of suspected misuse/misapplication of the device, corrective action is not indicated. Continue to monitor via sep-419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported devices were not returned for evaluation. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.